Event description:
It was reported that during a laparoscopic tuboplasty procedure, the balloon of the first device was burst when it was inflated before use on the patient. The acral part of the second device was broken off. Water leaked and the balloon was not expanded when water was injected into the third device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
The lay user / patient contacted lfs on (B)(6), 2010 that her lancet does not fully penetrate. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed to customer service: the patient mentioned that on (B)(6), 2010 at 10:00am, she attempted to test her blood glucose; however, noticed that the lancet did not fully penetrate. The patient was unable to do a blood test due to the alleged issue. Approximately 30 minutes later, she then developed symptoms of feeling nervous, sweaty, felt irritable, could not concentrate, blurred vision and had clammy skin. The patient then ate more food/drink at 10:30 am and did not seek any further medical attention or contact her physician for assistance. There was no misuse based on the information that the customer care advocate (cca) had obtained. This was also not the first time the product was being used. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and how long symptoms lasted. The lancing device was replaced. The complaint is being reported since the patient alleged that due to the lancet not fully penetrating, she was unable to test and later developed symptom suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/19/2010. The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case has passed all testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.